Event description:
Locking caps were inserted with the countertorque and 10nm limiting handle, the rod was not locked per the report. Because three locking caps were noted as not completely seated all three caps were replaced by two-step locking caps. This is the 2nd of 8 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going: no conclusion could be drawn.